Manufacturer narrative:
(B)(4).

Event description:
The 840 ventilator won't turn on battery operation. There was no patient involvement at the time the failure occurred. The customer reported to have replaced the back-up power supply (bps) printed circuit board (pcb) and passed all testing.